Event description:
The dentisit reported separating a file in the pt's tooth during a dental procedure. The doctor reported he uses files four times. In this case, this was the third or fourth use of the file. Pt follow-up will be required.